Event description:
The device had reported issue of unable to be interrogated via inductive telemetry due to end of life (eol) status. It was not able to be determined whether the battery was depleted prematurely. It was also reported that the device is subject to assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. No intervention was performed. There were no patient consequences.